Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected weak battery alarm noted. Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement, occlusion, no delivery, prime/compromised force sensor system test due to motor error alarm. Insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was running high so customer treated with manual insulin injection and blood glucose dropped to 22 mg/dl. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.